Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe¿ was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, during the procedure the injection gold probe injected as intended, but failed to cauterize. The procedure was completed using a gold probe. No visible damage to the complaint device or its packaging was reported prior to the case. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received as of january 10, 2014. Received additional information confirming that there were no issues with the generator during the procedure and the same generator settings were used to complete the procedure.

Manufacturer narrative:
(B)(4) probe would not cauterize. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, during the procedure the injection gold probe injected as intended, but failed to cauterize. The procedure was completed using a gold probe. No visible damage to the complaint device or its packaging was reported prior to the case. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.